Event description:
It was reported the patient received inappropriate shock therapy for undersensed sinus beats. The patient received instances of shocks for sinus tachycardia a few years ago. The patient was put on neurohormonal blockade. Lead extraction was suggested but not completed due to an unrelated complaint. No adverse consequences were detected.

Manufacturer narrative:
(B)(4).